Event description:
The event is reported as: alleged issue: "doctor had closed one port site, then moved to the second and upon trying to deploy the wings, the device wouldn't open, so he moved it around a few times and it finally opened, but upon inserting the suture passer, the wings popped off in the pt. He retrieved the wings and manually closed the port site and the pt was ok". No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.